Event description:
Plaintiff alleges latex sensitization from exposure to latex gloves and has sustained serious severe and permanent bodily injuries, pain and suffering and will be caused to endure additional pain and suffering for an indefinite time in the future. Alleges sustaining the following: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, headaches, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent and continuing nature and life-threatening nature.